Event description:
It was reported that there was noise with isometrics on the atrial lead as seen on electrogram. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 lead, implanted 2006-(B)(6). (B)(4).